Event description:
Promus premier china registry. It was reported that the patient died. On (B)(6) 2019, the subject was presented with unstable angina and was referred for cardiac catherization. The target lesion was located in the distal right coronary artery (rca) with 95% stenosis and was 14mm long, with a reference vessel diameter of 3.0mm. The target lesion was treated with predilation and placement of 3.00x16mm promus premier stent. Post dilatation was performed, and residual stenosis was 0%. The subject was discharged on aspirin and clopidogrel the next day. On (B)(6) 2019, the subject died of an unknown cause. It was further reported that the physician considered the death as not related to the device. It was further reported that the patient died on (B)(6) 2019 and that no additional information will be provided by the family.

Manufacturer narrative:
Device is a combination product.

Manufacturer narrative:
Device is a combination product. Event date: (B)(6) 2019 was used as only a partial date, (B)(6) 2019, was reported.

Event description:
(B)(6) registry. It was reported that the patient died. In (B)(6) 2019, the subject was presented with unstable angina and was referred for cardiac catherization. The target lesion was located in the distal right coronary artery (rca) with 95% stenosis and was 14mm long, with a reference vessel diameter of 3.0mm. The target lesion was treated with predilation and placement of 3.00x16mm promus premier stent. Post dilatation was performed, and residual stenosis was 0%. The subject was discharged on aspirin and clopidogrel the next day. In (B)(6) 2019, the subject died of an unknown cause.